Manufacturer narrative:
(B)(4) 2017: claim letter received. Claim alleges discomfort, skin irritations, visual disturbances, hearing disturbances, thyroid problems, neurological and psychological damages, prosthesis mobility (detectable by the radiological reports performed between (B)(4) 2007 and (B)(4) 2015), severe hip pain and increased swelling due to metallosis, as a consequence of the demonstrated high concentration of heavy metals in the body. Claim also alleges limited mobility. No part and lot information provided. This complaint was updated on: (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Aug 1, 2017: claim letter received. Claim alleges discomfort, skin irritations, visual disturbances, hearing disturbances, thyroid problems, neurological and psychological damages, prosthesis mobility (detectable by the radiological reports performed between (B)(6) 2007 and (B)(6) 2015), severe hip pain and increased swelling due to metallosis, as a consequence of the demonstrated high concentration of heavy metals in the body. Claim also alleges limited mobility. No part and lot information provided. This complaint was updated on: aug 11, 2017.